Event description:
To cos knowledge, there have been no reported adverse events related to the product problem described below. The rptr reported to the qa dept that lot no n30601 of lactate membrane caps, part no 0018108400, which is used with the cos synthesis analyzer, was exhibiting poor linearity. The bias fell outside the allowable error at the medical decision levels. An expanded assessment of all lots still within expiration determined that other product lots potentially had the same problem.